Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that during this procedure, the signal on the map catheter was visible and clear until they tried to ablate. During ablation, there was considerable noise across the mapping channels. All other signals / channels were unaffected. Just the mapping channels were distorted. Ablation was stopped and the map signal returned to normal. The map connector cable was changed to a new one, the cable from the ablator to the patient interface unit (piu) was changed, the indifferent electrode was changed, and finally the stockert generator was changed with no effect . There was still noise on the mapping channels making the signal unidentifiable during ablation. The smart touch bidirectional catheter was changed and there was no further issue. The signals were seen during ablation. There was no problem removing the catheter. There was no risk or complication to the patient and the procedure was successful. The initial reported complaint itself was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on march 3, 2013, the bwi failure analysis lab noted that the distal side of the electrode ring #2 appeared to have a cut allowing the brownish-red material inside the clear sensor sleeve. Upon request, additional information was provided on the returned catheter condition. The bwi field representative did not think that the catheter was withdrawn from the patient with difficulty. There was no patient consequence. This returned catheter condition was not noted prior to use nor was it noted upon withdrawal from the patient. The physician used a 9f mullins sheath. The returned catheter condition is indicative of a reportable event, thus marking march 3, 2014 as the awareness date for this report.

Manufacturer narrative:
The original reported lot number was reported as unknown. Per the bwi failure analysis lab, after testing the returned product, the lot number was identified as 15996576m. (B)(4) it was reported that during this procedure, the signal on the map catheter was visible and clear until they tried to ablate. During ablation, there was considerable noise across the mapping channels. All other signals / channels were unaffected. Just the mapping channels were distorted. Ablation was stopped and the map signal returned to normal. The map connector cable was changed to a new one, the cable from the ablator to the patient interface unit (piu) was changed, the indifferent electrode was changed, and finally the stockert generator was changed with no effect. There was still noise on the mapping channels making the signal unidentifiable during ablation. The smart touch bidirectional catheter was changed and there was no further issue. The signals were seen during ablation. There was no problem removing the catheter. There was no risk or complication to the patient and the procedure was successful. Upon receipt, the catheter was visually inspected and ring# 2¿s (electrode# 3) distal side appeared to be cut. Further examination revealed that it was a gap caused by a lack of polyurethane (pu) - adhesive. No sharp edges were observed. In addition, a brownish - red material similar to human blood was observed inside the clear pebax. However, this condition was not observed and reported by the customer. Water was injected through the irrigation system and no internal leaks were observed. All the catheters are inspected for visual damages before packaging. Pebax section is 100% inspected before leaving the facility. Based on the evidence observed, the lack of pu was attributed to an inadequate manufacturing operation. However, this is not conclusive. Then per the reported event, the returned device was evaluated for electrical resistance and it failed on ring #5 (electrode #6). Further examination revealed that the lead wire of that ring was shorting inside the catheter tip. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The DHR did not show the gap caused by the lack of pu. The reported customer complaint has been verified.